Event description:
Synovitis. A patient with a history of global gonarthrosis of the right knee, experienced "chemical reactional synovitis" of the right knee. The patient has received synvisc injections for many years (date unknown) wtih no previous adverse events reported. 2002 the patient received their most recent series to the right knee. Three days after receiving the first synvisc injection, the patient experienced intense and fast inflammatory reaction with effusion and local feeling of warmth with positive inflammatory test; sedimentation rate increased (result unknown), crp increased (result unknown). Aspiration for synovial fluid indicated that the fluid was yellowish and cloudy but the culture was negative. The patient underwent arthroscopy. During arthroscopy the internal femoro-tibial compartment presented with a more or less normal synovial membrane with no abnormalities or apparent infectious performed with a shaver. The internal compartment presented with an advanced stage three gonarthosis with normal meniscus. The central pivot was normal. The external compartment presented with a stage IV degradation with exposed bone at the tibial and femoral level with a meniscal tear and extended sharp angulation. An ablation at the base of the meniscus and equalization of the rest of the meniscus, with a shaver was performed. The overall conclusion from the arthroscopy procedure was "semitotal synovectomy with external menisectomy due to overall stage IV arthrosis. Reactional synovial arthritis following the synvisc injection". The patient reportedly recovered from the adverse event. The physician reported the adverse event of synovitis as being of severe intensity and probably related to synvisc. The patient reportedly recovered with sequelae, "stiffness of the joint recovered after moblization."